Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 28 mmol/l (540 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include hyperglycemia, dizziness, vomiting, dehydration, skin discoloration and fatigue. The patient was treated with a new pod and was given manual insulin injections by medical personnel. The patient was discharged the next day. The pod was removed at the hospital and was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.